Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. Additional information was requested, and the following was obtained: 1. Did the device staple? Yes. 2. If yes, was the staple line complete (fully circular)? We are not sure if it's complete or not . 3. Was the breakaway washer completely cut?currently, unknown. 4. Were there two complete tissue donuts? Currently, unknown. 5. Was it a partial cut? Currently, unknwon. If so what was cut partially, washer or tissue? Currently, unknown. 6. If yes/no, was there any issue with the cut? Currently, unknown.7. Did the device cut the tissue? Yes.8. Did the device have staple line issues? Yes, the staple line may not be complete.malforms, missing staples, no staples etc? Malforms, missing staple may happen but the sales rep is not sure. 9. Did the washer break completely? Currently, unknown.10. Was there audible and tactile feedback from the washer break? No. 11. Was the firing stroke interrupted prior to full washer break? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the indicator was not in the green range, although the adjusting knob was rotated. The adjusting knob was stiff to rotate. There is a possibility that tissue around a target tissue was not cut enough. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2024. D4: batch #502c65. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 502c65, and no non-conformances were identified.